Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by turbid effluent and stomach ache. The cause and treatment for the event was not reported. It was reported that the patient was hospitalized on the same day as onset of the event via the emergency room. At the time of this report, the stomach ache was reported to be "a little better", however the patient was not recovered from the peritonitis. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.